Manufacturer narrative:
Qc was run before and after the event. A field service engineer (fse) was dispatched: the fse replaced hardware components and verified the instrument's operation. Hardware issue may have contributed to this event. However, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
The coulter ac-t 5diff cp analyzer generated erroneous low hemoglobin (hgb) and platelet (plt) results on one patient sample. The same specimen was re-tested and the customer considered the repeated results to be corrected. The results were not reported out of the lab. Based on available information, there was no effect to patient or user.